Event description:
The customer reported that while the unit was in use on a patient, the numbers on the unit's display varied greatly; the unit experienced an electrical failure code #50 and #51. The patient was switched to another unit and therapy was continued. No patient injury was reported.